Event description:
It was reported that the customer had high blood sugars. Caller stated that the drive support cap is loose in the insulin pump. Caller stated that the reservoir won't go down and she was unable to rewind prime the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Drive support disk was inspected and no anomaly noted.